Event description:
An affiliate reported that a pt had a 90% stenosed lesion in his left anterior descending artery. The lesion was moderately calcified and the reference vessel was moderately tortuous. The lesion was pre-dilated with a 2.0 x 15mm ikazuchi balloon at approx 10atm. A 2.5 x 23mm cypher was delivered to the lesion without resistance and the physician began to deploy the stent. When the balloon pressure increased to 12atm, the physician noticed that the pressure began to decrease. The physician suspected that the balloon was ruptured. The stent delivery system was removed intact from the pt and the stent was pots-dilated with a 2.5 x 8mm fortis ii balloon. The procedure was completed successfully and there ws no pt injury. Additional info will be submitted within 30 days of receipt.